Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened, and the anchor was exposed. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch, and the device was not used and a second angio-seal device was used to successfully achieve hemostasis. There was no health damage to the patient. There were no other devices or equipment used with reported product.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation. (B)(4). One 8fr angio-seal sts plus was returned for evaluation. One carrier tube assembly was returned. The bypass tube was returned separately. The collagen within the carrier tube was slightly swollen. The anchor was exposed due to detachment of the bypass tube. There was no damage noted on the mating wings of the carrier tube hub. The aluminum pouch was returned as well and was opened completely. The following measurements were carried out: anchor length = 0.3820"; anchor height = 0.0802"; anchor thickness = 0.0615"; and bypass tube distal ID = 0.110. All measurements were within the specifications. The bypass tube was unable to be loaded on the carrier tube tip because of swollen collagen, therefore no functional testing was possible. There is no evidence that this event was related to a device defect or malfunction. The device was microscopically examined and dimensionally tested. No anomalies were found. The exact cause of the reported event cannot be definitively determined based on the available information.